Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm noted. Pump received with moisture damage on electronics and motor assembly, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that customer experienced high blood glucose level of 552 mg/dl. The parent did not mention how the customer treated the high blood glucose level. Customer's blood glucose value was unknown at the time of the call. Parent declined to troubleshoot for high readings. Parent states that the device was exposed to fluid when the customer fell into a pool. It is reported that there is fluid under the lcd display. They removed battery from device hoping to get battery out limit alarm so that it could reset, but it has not and now device seems to be unresponsive. The product was replaced and returned for analysis.